Manufacturer narrative:
Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that after using a bd vacutainer® winged safety push button blood collection set with 12¿ tubing and luer adapter, the needle didn't fully retract which resulted in a contaminated needle stick to the left index finger of a phlebotomist. The phlebotomist went to the employee health clinic and was prescribed prophylactic treatment. There was no report of additional treatment.